Event description:
On (B)(6), 2009, an angio-seal vip was deployed by a nurse who was undergoing training for certification. The pt complained of pain upon deployment of the device, but the pain stopped when the procedure was over. Several weeks later, the pt returned to the hospital. Surgery on the common femoral artery was required.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal patient info guide state some bruising or discomfort is common during the healing process after intravascular procedure; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.